Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
The patient's past medical history included anxiety and depression. On (B)(6) 2008, the patient started essure. In 2011, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), endometriosis ablation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain when not menstruating"), abdominal pain lower ("severe, lower abdominal pain and cramping, when not menstruating"), headache ("chronic headaches"), migraine ("migraines"), dental caries ("tooth decay"), menorrhagia ("abnormal, heavy bleeding during menses, prolonged abnormal menses"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe, abnormal menstrual pain"), abdominal distension ("bloating"), anxiety ("worsening of her anxiety") and depression ("worsening of her depression"). The patient was treated with surgery (bilateral salpingectomy:(B)(6) 2015-lapar.hysterectomy,bilateral oophorectomy,cystoscopy:(B)(6) 2016) for device dislocation and surgery (laparoscopic total hysterectomy and bilateral oophorectomy with cystoscopy on (B)(6) 2016) for device breakage. Essure was withdrawn. At the time of the report, the device dislocation, device breakage, endometriosis ablation, pelvic pain, abdominal pain lower, headache, migraine, dental caries, menorrhagia, fatigue, weight increased, dyspareunia, dysmenorrhoea, abdominal distension, anxiety and depression outcome was unknown. The reporter considered device dislocation, device breakage, endometriosis ablation, pelvic pain, abdominal pain lower, headache, migraine, dental caries, menorrhagia, fatigue, weight increased, dyspareunia, dysmenorrhoea, abdominal distension, anxiety and depression to be related to essure. Diagnostic results: on (B)(6) 2008: hysterosalpingogram: full occlusion of right fallopian tube, but patency and spillage of left tube. On (B)(6) 2008: diagnostic hysteroscopy and laparoscopy: no evidence of any scarring or adhesions within the pelvis, no device seen protruding the uterus, no evidence of any uterine trauma or scarring, nevertheless two filshie clips on left tube. In (B)(6) 2015: transabdominal ultrasound: no explanations. On (B)(6) 2015: laparoscopy: bilateral salpingectomy, fulguration of endometriosis. In (B)(6) 2015: transvaginal ultrasound and coloscopy: no explanations. On (B)(6) 2016: robotically-assisted total lapasopscopy: hysterectomy and bilateral oophorectomy with cystoscopy: pathological examination: pieces of essure devices in bilateral cornua, suggesting breakage and/or migration of the essure micro-inserts. Most recent follow-up information incorporated above includes: on 1-feb-2017: now reported from lawyer: essure implanted on (B)(6)2008 for permanent contraception, hsg on (B)(6) 2008 confirmed patency and spillage of left tube, hysteroscopy,laparoscopy (B)(6) 2008: no scarring in pelvis or uterus, no device protruding from uterus. Reported events (related): since 2011 fatigue, weight gain, then in years symptoms worsened with development of tooth decay, abnormal, heavy bleeding during menses, prolonged abnormal menses, pain during intercourse, severe, abnormal menstrual pain, severe, lower abdominal/pelvic pain, and severe, abdominal cramping, when not menstruating, bloating, worsening of her anxiety and depression. Transabd. Ultrasound (B)(6) 2015: no explanted..(B)(6) 2015, bilateral salpingectomy, fulguration of endometriosis performed. Pelvic pain, dysmenorrhea, bloating, overall discomfort returned in (B)(6) 2015. On (B)(6) 2016: hysterectomy,oophor.tomy: pieces in bilateral cornua, either breakage and/or migration. Since (B)(6) 2016: some sympt. Resolved (unspecif.). Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure inserted. Upon follow-up receipt, case became legal. Consumer's hysterosalpyngogram suggested patency and spillage within the left fallopian tube and two filshie clips were placed on the left tube. A laparoscopy was performed and the result showed essure and filshie clip sitting on her pelvic, essure pieces in bilateral cornua suggesting breakage and/or migration (device dislocation and device breakage). Plaintiff had a salpingectomy and fulguration of endometriosis (endometriosis ablation) performed, approximately seven years after insertion and as she had not recovered, one year later, she had a total laparoscopic hysterectomy and bilateral oophorectomy with cystoscopy. Endometriosis ablation is unanticipated whereas other events are anticipated in the reference safety information for essure. The exact time point and mechanism of device dislocation and breakage are not known, however, considering the events' nature, both events were considered related to essure. Essure is a contraceptive of local, mechanical action. The exact cause and pathogenesis of endometriosis is unclear. Leading theories include metaplasia, immunologic dysfunction, retrograde menstruation through the fallopian tubes, genetics. Even though essure was sitting on pelvis, it is very unlikely that it may cause endometriosis (considered unrelated). This case was regarded as incident, as surgical interventions were required. Additionally, non-serious events were reported. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0632, awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. After her essure and confirmatory test, she ended up with filshie clips. Shortly after, she experienced chronic headaches and migraines taking daily pill twice a day. She also had pelvic pain for months. Scans, x-ray and ultrasounds were performed to find the problem and everything was clear. Finally, a laparoscope was done and found essure and filshie clip was sitting on her pelvic. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Scans, x-ray and ultrasounds were performed in order to find the problem and everything was clear. Finally, a laparoscope was performed and the result showed essure and filshie clip was sitting on her pelvic. This event, seen as device dislocation into abdominal cavity, is serious due to medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for the essure and filshie clip was sitting on her pelvic, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage) and most often during insertion. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Scans, x-ray and ultrasounds were performed in order to find the problem and everything was clear. Finally, a laparoscopy was performed and the result showed essure and filshie clip was sitting on her pelvic. This event, seen as device dislocation into abdominal cavity, is serious due to medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for the essure and filshie clip was sitting on her pelvic, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage) and most often during insertion. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure and filshie clip was sitting on her pelvic, essure pieces in bilateral cornua suggesting breakage and/or migration"), device breakage ("essure pieces in bilateral cornua suggesting breakage and/or migration") and endometriosis ablation ("fulguration of endometriosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "after essure confirmatory test showed patency of left fallopian tube, she ended up with filshie clips" on (B)(6) 2008. The patient's past medical history included anxiety and depression. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometriosis ablation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain when not menstruating"), abdominal pain lower ("severe, lower abdominal pain and cramping, when not menstruating"), headache ("chronic headaches"), migraine ("migraines"), dental caries ("tooth decay"), menorrhagia ("abnormal, heavy bleeding during menses, prolonged abnormal menses"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe, abnormal menstrual pain"), abdominal distension ("bloating"), anxiety ("worsening of her anxiety") and depression ("worsening of her depression"). The patient was treated with surgery (bilateral salpingectomy: (B)(6) 2015 and laparoscopic total hysterectomy and bilateral oophorectomy with cystoscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, endometriosis ablation, pelvic pain, abdominal pain lower, headache, migraine, dental caries, menorrhagia, fatigue, weight increased, dyspareunia, dysmenorrhoea, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis ablation, fatigue, headache, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results: on (B)(6) 2008: hysterosalpingogram: full occlusion of right fallopian tube, but patency and spillage of left tube. On (B)(6) 2008: diagnostic hysteroscopy and laparoscopy: no evidence of any scarring or adhesions within the pelvis, no device seen protruding the uterus, no evidence of any uterine trauma or scarring, nevertheless two filshie clips on left tube. In (B)(6) 2015: transabdominal ultrasound: no explanations. On (B)(6) 2015: laparoscopy: bilateral salpingectomy, fulguration of endometriosis. In (B)(6) 2015: transvaginal ultrasound and coloscopy: no explanations. On (B)(6) 2016: robotically-assisted total laparoscopy: hysterectomy and bilateral oophorectomy with cystoscopy: pathological examination: pieces of essure devices in bilateral cornua, suggesting breakage and/or migration of the essure micro-inserts. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-may-2017: quality safety evaluation of product technical complaint." Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure inserted. Upon follow-up receipt, case became legal. Consumer's hysterosalpingogram suggested patency and spillage within the left fallopian tube and two filshie clips were placed on the left tube. A laparoscopy was performed and the result showed essure and filshie clip sitting on her pelvic, essure pieces in bilateral cornua suggesting breakage and/or migration. Plaintiff had a salpingectomy and fulguration of endometriosis (endometriosis ablation) performed, approximately seven years after insertion and as she had not recovered, one year later, she had a total laparoscopic hysterectomy and bilateral oophorectomy with cystoscopy. The exact time point and mechanism of device dislocation and breakage are not known, however, considering the events' nature, both events were considered related to essure. Essure is a contraceptive of local, mechanical action. The exact cause and pathogenesis of endometriosis is unclear. Leading theories include metaplasia, immunologic dysfunction, retrograde menstruation through the fallopian tubes, genetics. Even though essure was sitting on pelvis, it is very unlikely that it may cause endometriosis (considered unrelated). This case was regarded as incident, as surgical interventions were required. Additionally, non-serious events were reported. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.